Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a proglide device after a percutaneous transluminal angioplasty procedure using a 6f sheath. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, slight resistance was noted when the device was inserted. As back-flow was not confirmed, the device was attempted to be removed but could not be removed. The device was deployed; however, the suture was not present when the plunger was removed. The device could not be removed; therefore, the device was removed surgically. The lever was closed prior to removal attempt and it is unknown if the foot retracted as the guide was noted to be broken. The guide was broken but was not in two separate pieces, it was connected by the foot. The surgeon commented that not much damage was noted on puncture site, no treatment was performed. Hemostasis was achieved via surgical suturing. Medication was given to the patient and there was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the medication that was given to the patient was general anesthesia for the surgical procedure. A posterior foot break and guide separation occurred during use of the device. The separated portion of the guide and black sheath were removed from the anatomy via surgery. The location of the detached foot is unknown.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide and foot detachment were confirmed. The reported obstruction of flow could not be confirmed as the marker lumen was successfully flushed with no anomalies noted during returned device analysis. The reported difficult to advance and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported marker lumen obstruction appears to be related to the under insertion of the device. Based on the returned device condition and the reported information, the reported guide detachment may be related to high angle of insertion or torsional manipulation applied during device placement due to interaction with the patient calcification. Detachment of the guide would compromise the foot functionality which subsequently contributed device entrapment and foot detachment during attempt to remove the device thus resulting in the need for surgical removal. The location of the detached foot is unknown thus possibly remained in the patient anatomy. Additionally, detachment of the guide will compromise needle trajectory thus contributing the reported needle to cuff miss such that the foot pockets would no longer be with in the path of the needles. It should be noted that the proglide instructions for use (IFU) states: do not use the perclose proglide smc device in the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. The continued use and deployment after identifying that blood marking could not be confirmed does not appear to have contributed to the reported difficulties as they appear to be related to the interaction with the patient calcification. The patient effect of tissue injury is listed in the proglide IFU as a potential complication associated with the use of suture-mediated closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect - impact code 4644- medication required was removed. Medical device problem code 1069- break was removed.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide and foot detachment were confirmed. The reported obstruction of flow could not be confirmed as the marker lumen was successfully flushed with no anomalies noted during returned device analysis. The reported difficult to advance and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported marker lumen obstruction appears to be related to the under insertion of the device. Based on the returned device condition and the reported information, the reported guide detachment may be related to high angle of insertion or torsional manipulation applied during device placement due to interaction with the patient calcification. Detachment of the guide would compromise the foot functionality which subsequently contributed device entrapment and foot detachment during attempt to remove the device thus resulting in the need for surgical removal. The location of the detached foot is unknown thus possibly remained in the patient anatomy. Additionally, detachment of the guide will compromise needle trajectory thus contributing the reported needle to cuff miss such that the foot pockets would no longer be with in the path of the needles. The subsequent treatment appears to be related to procedure circumstance. Reportedly, as back-flow was not confirmed, the device was attempted to be removed but could not be removed. The device was deployed; however, the suture was not present when the plunger was removed. It should be noted that the proglide instructions for use (IFU), states: do not use the perclose proglide smc device in the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. The continued use and deployment after identifying that blood marking could not be confirmed does not appear to have contributed to the reported difficulties as they appear to be related to the interaction with the patient calcification. The patient effect of tissue injury is listed in the proglide IFU as a potential complication associated with the use of suture-mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2: date of death: (B)(6) 2022. B5: describe event or problem: updated.

Event description:
Subsequent to the filed report, the following information was received: the patient died of pneumonia on september 8, 2022. Severe infection and disseminated intravascular coagulation (dic) were suspected on blood sampling (september 8, 2022). No additional information was provided.